Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional type of investigation code 10. This is a follow up report to add this additional code. This is to correct and remove the codes that were initially reported - removing codes for: health effect - impact code - 4627 medical device problem code - 2547 investigation findings code - 3253 investigation conclusions code - 4322 the physical investigation of the returned items revealed that no fracture had occurred. The correct codes for this complaint are: health effect - impact code - 4621 and 4625 medical device problem code - 2976 and 1384 investigation findings code - 3243 and 114 investigation conclusions code ¿ 61 this is a follow up report to correct these/this code(s).

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Dentsply sirona became aware of a serious injury with an implant due to a malfunction of a bone reamer guide that occurred while using the primetaper implant system. This report is for the dental implant device. The bone reamer guide report was submitted under MFR report # xxxxxxx. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.